Manufacturer narrative:
(B)(4), eval, results: (anatomy related, type ii endoleak), (endoleak). Conclusion: (anatomy related, type ii endoleak).

Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of a 5.0cm abdominal aortic aneurysm approx 12 months ago. Aortic neck was 20 mm in diameter and 15 mm long. Iliacs were mildly tortuous. During the index procedure, the main device was placed via the right side. A type IV endoleak was noted at implant and left untreated and resolved by the 1 month follow-up. Also at the 1 month follow up, a type ii endoleak from the lumbar and ima was noted. At the 6 months and 1 year follow up, the x-rays showed stent graft kinking of the right iliac. No intervention was reported. No clinical sequelae were reported, and the pt is fine.